Event description:
The information provided to sjm indicated a 6f angio-seal evolution was selected and deployed following a diagnostic left heart catheterization, with no complications. Five days post-deployment, the patient presented with symptoms of right thigh and foot claudication and an abnormal stress test. Duplex ultrasound showed right femoral thrombus almost occluding the artery, which required surgical intervention. A femoral cutdown and thrombectomy of the right femoral artery and right peroneal artery were performed. No residual thrombus was present following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.